Event description:
It was reported during a surgery, the femoral slap hammer could not hold onto the trial femoral implant. The handle felt loose. A back-up instrument was used to complete the surgery. There were no reported health consequences or impacts to the patient. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4) g2 - foreign: canada. The event was reassessed upon investigation completion. The product involved in the reported event was returned for investigation. Visual evaluation showed that the returned part exhibits signs of use (scratches, gouges) and confirmed that the spring was fractured. Not all pieces were returned. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this/these item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.